Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during an upgrade installation there was a speaker malfunction inop and no sound from the speaker any more. There was no report of an adverse event. The device was used for being maintained.